Manufacturer narrative:
A synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted and overlapping. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. Device is combination product.

Event description:
Reportable based on device analysis completed on 04may2019. It was reported that crossing difficulties were encountered and device was damaged. The more than 90% stenosed target lesion was located in the mid left anterior descending artery. A 3.00 x 32mm synergy stent was advanced but failed to cross the lesion. During withdrawal, the tail end was found deformed. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.